Manufacturer narrative:
Additional patient code - (B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) for elevated blood glucose of 1070 mg/dl with large level of ketones, shortness of breath and vomiting. While in the ER the customer received bicarbonate sodium, insulin and fluids intravenously. The customer was admitted to the hospital after 6-8 hours with a bg of 700 mg/dl. While in the hospital the customer continued to receive fluids, insulin and bicarbonate sodium. Reportedly, the hospital healthcare provider believed the elevated bg was from the customer not receiving insulin. The contact stated they were unable to determine if there was an issue with the pump, supplies, or user error. The customer was released from the hospital after 3 days with the issue resolved.

Manufacturer narrative:
The device was received; however, evaluation was not performed. Product cannot be located.